Event description:
It was reported that during a device change out, externalized conductors were observed. Variable r-waves and pacing lead impedance, and increased threshold were also seen. The lead was capped and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).